Event description:
It was reported that the insulin pump alarmed button error. The blood glucose level was not included in the report. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further was reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad trace. No button error alarm noted during testing. The device had cracked reservoir tube lip, cracked battery tube threads, cracked case that the display window corner, minor scratches on the lcd window, scratched reservoir tube window, and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.